Event description:
Information received from abbott patient device tracking indicated that on 16 mar 2017 a 21 mm trifecta gt valve was implanted. According to the source documentation, the patient did not survive and died on (B)(6). The cause of death is not known. Additional information has been requested but has not been made available.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott patient device tracking indicated that on (B)(6) 2017 a 21 mm trifecta gt valve was implanted with no issues reported. According to the source documentation, the patient did not survive and died on (B)(6) 2017. The cause of death is not known. Additional information has been requested but has not been made available, including the weight of the patient.